Event description:
Customer reports to have experienced keypad anomaly. Customer's blood glucose was 122 mg/dl. Customer states that while attempting to bolus, buttons were not going up or down, and act button was not responding. Customer received a button error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms noted. Numbers did not ramp up on their own or scroll bar moving with no input. The insulin pump had intermittent button response due to moisture damage keypad trace. The device also had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip.